Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation procedure, when the catheter was connected all the electrical potentials/ signals of body surface ECG's and ic (intracardial) recordings were not displayed on both carto 3 and ep recording systems simultaneously. The returned device was tested for eeprom, carto, 4 khz and calibration functionality; it was also tested for electrical resistance and current leakage. The catheter passed these tests. No errors were displayed on the system. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Event description:
It was reported that during an atrial fibrillation procedure, when the catheter was connected all the electrical potentials/ signals of body surface ECG's and ic (intracardial) recordings were not displayed on both carto 3 and ep recording systems simultaneously. The electrical potentials/ signals returned to normal when the cable was unplugged, however, the issue reappeared. The issue was resolved by exchanging both the catheter and the cable. The procedure was completed without any patient consequence.

Manufacturer narrative:
Biosense webster manufacturer's ref. (B)(4) are related to the same incident. (B)(4).